Event description:
Leak of exactamix 3l bag found during final compounding / inspection. Top ridge of the bag found to be leaking; 1 bag sent back to MFR. Diagnosis or reason for use: tpn for short gut syndrome.